Event description:
On a cystectomy procedure, the device had been fired twice before without incident. On the 3rd firing the surgeon reported it did not feel right or sound right. On inspection, the staple line was incomplete on the tissue. The staple cartridge was examined by the scrub nurse and it appears that there are some staples still within the cartridge, yet all of the staple drivers are apparent. A new gun was used to complete the case.